Event description:
It was reported there was premature battery depletion, after multiple shock therapies. The device was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Battery depletion-normal: brand, intrinsic